Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported a femoral angiogram noted calcification at the access site. It should be noted the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): patient selection - the starclose se device was deployed in a calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was achieved using a starclose se device with a 6f sheath after an interventional balloon procedure. Reportedly, after the starclose se clip was deployed the device was difficulty to remove. The safety release mechanism was used; however, the starclose se could not be removed. The starclose se device was removed by pulling with a "lot of force". No vessel damage was reported and the patient was doing fine. The starclose se clip achieved hemostasis. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.